Event description:
A complaint was rec'd from a customer alleging that their exactech glucose meter gave them a reading of "hi" at 10 a.m., prior to a hypoglycemic episode. Pt stated that they administered a dose of insulin dose in response to the reading. They retested again with symptoms of hypoglycemia. (Timeframe not provided). Ate food and went to bed. At 2 p.m. Spouse found pt on the floor. Intervention consisted of im glucagon administered by spouse. No emergency personnel were summoned. Took in fluids and food and tested within range through the evening. No death or serious injury resulted. No valid laboratory comparisions were provided.